Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A confirmation test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positives were reported in the lower box of the instrument, which was confirmed by the customer by applying the plate. The false test results were not used in clinical and had no impact on the treatment of the patient."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint of "false positives" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). Field service engineer (fse) was dispatched, and it was identified that the gears of the two blowers in the lower box of the instrument are loose, causing damage to the belt and out of temperature control. Fse replaced the damaged gears and belts to resolve the issue. Instrument is testing without error and passed all tests, checks and returned to the customer. The complaint is confirmed as a failure of bd product and the root cause is related " damaged gears and belts". CAPA 2660061 was opened to investigate and determine corrective actions for these failures. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A confirmation test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "false positives were reported in the lower box of the instrument, which was confirmed by the customer by applying the plate. The false test results were not used in clinical and had no impact on the treatment of the patient."